Event description:
Customer reported the test did not start after sample was applied to the test strip inserted into her freestyle freedom lite blood glucose meter. She further reported experiencing vertigo. Paramedics were called, they treated customer with insulin and transported her to a local healthcare facility where she was diagnosed with hyperglycemia and given additional insulin. It is unk if any additional treatment was rendered at the healthcare facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed. Returned meter powered on with both button depression and insertion of test strips. Additionally, all results were within range specification during control solution testing and no errors were observed.